Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer provided blood glucose values of 191 mg/dl and 330 mg/dl. The customer indicated that tandem technical support would be contacted if the issue persisted. The customer did not contact tandem technical support regarding the alleged issue.